Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying abbott right ventricular (rv) leads that may be related to malfunction, including impedance issues, capture threshold issues, noise oversensing, and dislodgement. The events were resolved with lead replacement. Specific patient information is documented as unknown. Rordorf r, taravelli e, forleo gb, et al. Performance of the durata implantable cardioverter defibrillator lead: results of an independent multicenter study. J cardiovasc med 2019, 20:676¿681. Https ://doi. Org/10.2459/jcm.0000000000000843.